Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). A general reagent problem was not identified as the calibration and qc results were acceptable prior to the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable estradiol g3 elecsys result from the cobas e411 disk. The specific date of the event was not known. The initial result was 177 pg/ml and was rejected by the medical staff as it did not fit the clinical picture. The repeat result was 111 pg/ml and was believed correct.

Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated. The field service engineer replaced the measuring cell and the sipper probe. The investigation did not identify a product problem. The cause of the event could not be determined.